Event description:
Stopped cutting during procedure.

Manufacturer narrative:
Unit was received from the field for evaluation. Refer to evaluation # (B)(4) - customer stated the handpiece has stopped cutting power. Microtip received with no cable or cassette. Found a cracked piezo crystal upon internal inspection. Poor sweep (frequency, phase, bandwidth) due to cracked crystal. Could not verify cause of crack. The DHR for lot 02413-04 was reviewed. The units met manufacturing specifications when released and there were no issues related to the complaint. There were (B)(4) units released from lot 02413-04. A review of lot history at this time showed that this complaint was an isolated incident within this lot.